Manufacturer narrative:
(B)(4). Upon investigation; a follow up emdr will be submitted. (B)(4).

Event description:
Catheter valve slipped out of the catheter. The blue emergency slide clamp was slipped over the catheter immediately and change of safety valve completed. No injury sustained. Implanted on (B)(6) 2015.

Manufacturer narrative:
(B)(4). DHR review was performed but did not identify any issue with raw materials incoming inspection. Since the reported failure mode could not be confirmed, no probable root cause can be identified; therefore, no corrective action plan. However, bd has taken proactive action by evaluating and reviewing the current processes and procedures, performed employees quality awareness training. The failure mode will be entered into the complaint management system and will be tracked / trended for any additional similar failure modes.